Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided. The sterile tray has a crease in the corner. However, sterility is still intact.

Manufacturer narrative:
(B)(4). UDI: (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during investigation of circulated items (our stock) several implants were identified that had their sterile packages damaged. No hospitals were involved. Attempts were made to obtain additional information; however, none was available.